Manufacturer narrative:
**UDI related data quality updates only** d4: lot number was documented as "unknown" and was intended to be "asku" as the information was requested, but unable to be provided. The d4 UDI could not be provided in full due to the unknown lot number, therefore, the UDI field only provided the di available. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the off label use was the customer used the lubricant to help pass the scope down the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoscopic instrument lubricant was used on the patient which was an off-label use. The customer used the lubricant to help pass the scope down the patient. The issue was found during an unknown procedure. There were no reports of patient harm.